Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during testing the forceps sparked by itself when connected to the forcetriad generator. No patient involvement.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: date 12/30/2016. Date of follow-up report: 1/9/2017. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation.